Event description:
A new feeding bag and feed was placed @ 1700. After end of shift report @ 1930, checked kangaroo pump to confirm it was infusing at the correct rate. Around 2115, the next time the feeding bag was to be filled with another 4 hour feed, the bag appeared unchanged. The extension tubing to the patient was clamped and the kangaroo pump appeared to be infusing with a green light indicating that it was on and running with the proper infusion rate. At no time did the pump alarm idle or alarm occlusion. On the screen were "tko" and "hold" on the left hand side of the screen. On the right hand of the screen was the rate of "16 ml/hr" and beneath the infusion rate was "192 ml". There was no volume currently delivered being displayed. There was no option to "run."